Event description:
Device 1 of 2: reference MFR. Report: 1627487-2014-26853. The patient has a scs system which includes two 3166 leads from the same lot. It was reported the patient is not receiving effective stimulation. The patient underwent surgical intervention to reposition the leads. The patient is not receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.